Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. Per visual inspection, the device was out of calibration, fails cold start test (taking over one minute to reach 31 degrees c). The return tube had a crack in it. Per functional testing, could not verify the sensor alarming, device worked as intended. The heaters were an older design and the insulation/heater tape used gives off an odor for the first 5-10 minutes after power up. The complaint was partially confirmed for the odor. The most probable cause was the disposable filter needed to be fully primed (no air) and fully inserted into the filter block. The insulation/heater tape used on the older design heater's gives off an odor for the first 5-10 minutes after device is powered on and running. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the heaters, o-rings, return tube and fan guard per preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the sensor was alarming when tubing was placed in location 4. There was also a burning smell when the unit was turned on. Issues were found during preventative maintenance.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.